Event description:
It was reported that pump touchscreen had inconsistent responsiveness, especially when entering login sequence. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no repair or replacement was provided because pump warranty had expired, and no additional information was received regarding the outcome of the event.